Event description:
It was reported that insulin pump displayed malfunction alarm with software-related malfunction code, and no notable events occurred before the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully cleared malfunction without recurrence, was advised to continue using pump, and was instructed to call back if malfunction code recurred, while device was not returned and no replacement pump was issued.